Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Event description:
Patient reported right side "implant was completely destroyed," "complete rupture of the right implant that occurred without an obvious external factor/case. Magnetic resonance imaging (MRI) shows that the intracapsular layer of the right breast prosthesis is stratified like a ¿linguine paste¿, signs of moderate extracapsular (periprosthetic) fluid accumulation on the right, and the phenomenon is also clinically and palpatively determined". Device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "implant was completely destroyed," "complete rupture of the right implant that occurred without an obvious external factor/case. Magnetic resonance imaging (MRI) shows that the intracapsular layer of the right breast prosthesis is stratified like a ¿linguine paste¿, signs of moderate extracapsular (periprosthetic) fluid accumulation on the right, and the phenomenon is also clinically and palliatively determined". Device has been explanted and replaced with another manufacturers device.